Manufacturer narrative:
Patient information is not available for reporting. Device is an instrument and is not implanted/explanted. Reporter¿s phone number is unknown. A device history record (DHR) review was conducted for item: 03.130.010, lot: h210771: mfg qty: (B)(4), mfg date: 09 jun 2017, mfg: (B)(4): product was inspected and passed. The (B)(4) pieces were scrapped during vendor cmm inspection. Product is inspected 100% on cmm; therefore, failed product was scrapped. There were no ncs or reworks generated during the manufacture of this lot. No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed. The following investigations were performed: device interaction/ functional, damage: visual appearance not as expected: device condition: visual inspection performed at customer quality (cq) observed that the tip of the screwdriver as twisted. Furthermore, upon further inspection of the device under 5x magnification the extreme tip edges were observed to be worn at its two hex corners. No new issues were identified on the remaining portions of the device except for the minor worn surfaces on the device that will not affect the product functionality. Functional inspection and complaint condition replication was not able to be performed as the mating device was not returned to test for screw retainment. Furthermore, the device was returned twisted. Therefore, both functional inspection and complaint condition replication were not possible at customer quality. However, with the issues identified during visual inspection the given device condition was observed to be consistent with the complaint description. Therefore, the complaint condition was confirmed. Dimensional analysis and document/specification review: based on the date of manufacture the relevant drawings were reviewed. Dimensional inspection performed on the relevant tip feature measured the tip diameter as and it falls within the specification per relevant drawing. Conclusion: a definitive root cause for the given complaint condition could not be determined from the provided information. However, it is likely that any unintended excessive forces during usage could have contributed to complaint condition. The overall complaint condition is confirmed; however, no product design issues or manufacturing discrepancies were identified during this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an orthopedic procedure on (B)(6) 2018. During the surgery, the stardrive screwdriver shaft self-retaining stop retaining the unknown screws and was bent. Another screwdriver was used in the set and completed the surgery with no issues. There was an approximately 10-second delay. The procedure was completed successfully. Concomitant devices/s reported: screws (part# unknown, lot# unknown, quantity# unknown). This is report 1 of 1 for complaint (B)(4).